Manufacturer narrative:
As of today 3 of 7 received skull clamps were inspected. Within this inspection functional testing and visual inspection was made. No deviation was found. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." 4 of 7 skull clamps were not yet received and therefore no evaluation was possible as the device was not returned.

Event description:
Customer service was contacted on 5th november 2018 by distributor stating that they had 2 incidences where a patient slipped after the pressure screw was tightened. Customer stated that there was no patient injury. Furthermore the customer stated that they will send in 7 skull clamps for inspection, but they can't tell which clamps were used when the slippage happend.

Event description:
No additional information in this follow-up.